Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study the at of the patient¿s shed blood collected through chest tubes for hemothorax was found to be safe without complications in this study.

Event description:
Received an article titled "early autologous fresh whole blood transfusion leads to less allogeneic transfusions and is safe". The purpose of the article was to assess outcomes in trauma patients receiving whole blood autotransfusion (at) from hemothorax. Per the article adverse events included adult respiratory distress syndrome, disseminated interstitial coagulation, sepsis, renal insufficiency and transfusion related acute lung injury.